Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after the completion of atrial fibrillation ablation redo procedure using an intellamap orion catheter, the patient experienced epicardial bleeding during an echocardiogram. Due to the amount of fluid accumulated a pericardiocentesis was required. The patient was stable from a hemodynamic perspective. After the pericardiocentesis, the patient recovered. The cause of effusion could not be determined. The device has been disposed of by site.